Event description:
Discordant, falsely elevated troponin results were obtained on three patient samples on a dimension xpand plus with hm instrument. Two discordant results were reported to the physician(s), who questioned the results, and one discordant result was not reported to the physician(s). The quality controls (qc) were within range before the three patient samples were run. After the physician(s) questioned the results, qc was rerun and was out of range. The samples were rerun on an alternate instrument, and the rerun results matched the clinical picture of the patients. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered that the solenoid valve was not working, and replaced it. The reagent probe tip was then replaced and aligned, and the reagent probe cleaner and pump cassettes were replaced. The cse also discovered that the hm wash pump was over-due for replacement, which the customer is responsible for. The customer then replaced the hm wash pump cassette and ran quality controls, which were within range. The cause of the discordant, falsely elevated troponin results is unknown. The cause of the hm wash pumps being used past the manufacturer's replacement specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.